Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient experienced a recurrence of pelvic organ prolapse, urinary retention requiring self-catheterization and sub urethral hematoma. Urethrolysis and release fo the midurethral sling were performed.